Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
An oxygen concentrator was returned to a third-party service center for repairs of a product malfunction. The patient reported allegations of a burning smell coming from the device. There were no allegations of harm or serious injury. Medical intervention was not specified. During the evaluation of the device at the third party service center, the device was visually inspected and found evidence of a burnt pca.